Manufacturer narrative:
Investigation into this event found that the original result was classified "borderline". Retesting yielded a "reactive" result. The customer failed to perform any confirmatory testing on the sample, and reported the result as "negative". The vitros hbsag reagent package insert clearly provides instructions requiring additional confirmatory testing under the conditions observed. The root cause of the false negative result is user error.

Event description:
A customer interpreted hgsag results as negative for a patient sample tested on the vitros eci analyzer. Subsequent testing of the patient at a later date was positive for hbsag. The result was reported to the physician. False negative results could result in inappropriate physician action. There was no report of patient harm as a result of this event.